Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. In addition, we are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone17.2. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels as well as an infection. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient was taken to the hospital by ambulance due to an infection on their buttocks. The patient reports having difficulty moving their leg as well as speaking. In addition the patient reports having a headache. Once at the hospital the patient was diagnosed with cellulitis. An incision was made at the infection site and the wound was drained. The patient was treated with an oral antibiotic. The patients pod was removed for magnetic resonance imaging (MRI). The patient was treated with intravenous fluids. The patient was in the hospital for 3 days and had a second follow up visit for rehabilitation purposes. It is unclear if the patients infection was related to pod wear. The patients pod will not be returned as it has been discarded.